Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407665 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered high and/or unstable thresholds along with exit block en countered, high impedance, and fracture. The rv lead was explanted and replaced. It was also reported possible damage of right atrial lead caused during explant procedure, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.